Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction in the memory log. The cse inspected the device and upgraded the software to the current revision. The unit passed extended self testing.